Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported by the customer's mother that their insulin pump was alarming and the up arrow button was unresponsive. During troubleshooting, it was discovered that the bolus amounts were not available in the bolus history. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.